Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a loose electrocardiogram connector and the link electronic module board was replaced and calibrated to resolve. The software was also reconfigured, reloaded and updated. Analysis also confirmed the customer comments of a broken handle, latch tabs on the power cord bay, keyboard latch, eject button on the personal computer memory card international association, left keyboard hinge and media bay latch and all were replaced to resolve. It was further noted that the system fan was noisy and the bezel shield assembly was broken and that this exposed the right antenna however the touch screen was still functional. The bezel shield assembly was replaced for cosmetic purposes and the stylus was recalibrated to the touch screen. The device passed final functional and system tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the electrocardiogram (EKG) input connection of the programmer felt loose. It was also requested that the handle, back door, keyboard latch, and the side latch over the ethernet card slot of the programmer be repaired. The programmer has been returned for repair. No patient complications have been reported as a result of this event.